Event description:
Reporter alleged that active blood glucose test strips were labeled with an expiration date of 2009 and missing the month. The MFR's records show the actual expiration date to be 09/30/2008. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.